Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Images were provided. Medical records were provided and reviewed. Approximately after one year five months, CT abdomen and pelvis demonstrated tip of the filter was at the level of the left renal vein and outer edge of right lateral strut abuts right kidney (3 mm). There was no migration or tilt noted. Therefore, the investigation is confirmed for limb perforation. However, the investigation is inconclusive for pe post deployment. Based on the image review reveals that there is less than 3mm of extension beyond the border of the ivc demonstrated of the ivc filter leg; the lateral leg abuts the adjacent right kidney. This is a grade 2 interaction. Therefore, the investigation is confirmed for limb perforation.from the medical and image review, the investigation is confirmed for filter limb perforation of the ivc wall. However, the investigation is inconclusive for pe post deployment. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 02/2019).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with or before orthopedic procedure. At some time post filter deployment, it was alleged that the filter perforated and the outer edge of right lateral strut abut the right kidney (3mm). The device has not been removed and there were no reported attempts made to retrieve the filter. The patient experienced abdominal pain and pulmonary embolism post filter implant; however, the current status of the patient is unknown.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiry date: 02/2019).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with or before orthopedic procedure. At some time post filter deployment, it was alleged that the filter perforated and the outer edge of right lateral strut abut the right kidney (3mm). The device has not been removed and there were no reported attempts made to retrieve the filter. The patient experienced abdominal pain and pulmonary embolism post filter implant; however, the current status of the patient is unknown.